Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected and replace battery now. Troubleshooting for power error was performed. Customer's blood glucose level was 83 mg/dl at the time of the incident. Troubleshooting was previously performed and the alarm recurred within a week. No additional troubleshooting was performed and no indication that the issue was resolved. Troubleshooting for replace battery now was performed. Customer stated that the battery was not previously used, insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test the power management tool shows that insulin pump alarmed power loss and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected pump error alarms, low battery alarms, replace battery now alarms, or power loss alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.